Manufacturer narrative:
The device was received for evaluation. A review of the event history log shows evidence that a secondary bag was initiated. During functional testing, pulling from the wrong bag was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump pulled from the wrong bag during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.